Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. Fiancee is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 508 and 195 mg/dl. The customer's expected fasting blood glucose test result is 200 mg/dl. Customer stated that she had been obtaining the erratic and high blood results for a week. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 287mg/dl and 86 mg/dl using truemetrix air meter.the product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1:427mg/dl date: (B)(6) 2017 time:5:55pm fasting, result 2:507mg/dl date: (B)(6) 2017 time:4:23pm fasting, result 3:364mg/dl date: (B)(6) 2017 time:11:20am fasting, result 4:83mg/dl date: (B)(6) 2017 time:8:10am fasting, result 5:238mg/dl date: (B)(6) 2017 time:12:20am fasting.